Event description:
It was reported by the customer that although the needle initially retracts as expected by using the retractable safety mechanism after use; it re-emerges when the device is positioned upright. This malfunction presents a potential risk of needlestick. No information was received regarding any serious injury as a result of this product issue.